Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing endcap sticker and cracked lcd window. No e70 alarm noted on alarm history screen. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 338 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarm within the last thirty days. Customer was advised that insulin pump would need to be replaced.